Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the plate broke after four months and a half of its implantation. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient initials are (B)(6). Patient weight is unknown. Additional product codes for this report include: hwc. Manufacturing investigation: the locking compression plate (lcp) proximal femoral plate was implanted on may 22, 2014 for the fixation of a proximal femur fracture of the left lower extremity. The breakage of the plate was observed on october 17, 2014, although the circumstances surrounding the breakage are unknown. A revision procedure to remove the broken plate was performed on october 24, 2014 - revision by means of implants not further described. Based on the topography of the fractured surfaces, it can be concluded that the plate was subjected to low dynamic bending loads. Constantly alternating bending loads / load cycles (i.e. During walking) led to fatigue of the material, then to multiple cracks, and finally to a full fracture of the plate. The plate could not resist the applied force, which is what finally led to the material overload/fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded as the device was exposed to parameters outside of the approved range. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). A device history review was conducted. The report indicates that no complaint related anomalies. The device history record shows this lot of 4.5mm proximal femur plates was processed through the normal manufacturing and inspection operations with one non-conformance noted. Ncr us1061123 was generated due to an oversized thread pitch depth at head hole location. Two parts were scrapped for this condition and the remainder of the lot was found to be fully conforming. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.